Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device failed preventative maintenance. There was no patient involvement.

Manufacturer narrative:
A review of the complaint history record was performed for the sn(B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they received software 9.13. Received broken cases and battery. As found sw 9.13. As left ver 9.13. End of life. Return un-repaired based on the findings, service determined that the probable cause of the reported issue was due to customer damage of the rear case. A review of the device history record showed the device had a manufacture date of (B)(6) 2011. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the device failed preventative maintenance. There was no patient involvement.